Manufacturer narrative:
As received, only the distal segment of the lead was returned for analysis. Visual and x-ray examinations did not find any anomalies on lead body except procedural damages. Electrical tests that could be performed on this piece did not find discontinuities or shorts on any conduction paths.

Event description:
During follow-up, high pacing impedance and high threshold was observed on the right ventricular lead. The lead was explanted and replaced. The patient was in stable condition.